Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A field service engineer (fse) connected the station via remote smart service (rss) dashboard and found it offline for 10 hours. Verified no connection to the pyxis virtual local area network (vlan). Requested user to contact hospital corporation of america information technology (hca it) for expedited support due to the critical area. Provided internet protocol (ip) and media access control (mac) address to information technology (it) specialist. Moved the main unit to an adjacent pyxis station to confirm the issue was related to the hospital network port. It arrived on site and verified the port was not configured for the pyxis vlan. The issue was resolved and connection restored. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was slow. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.